Event description:
It was reported that during a ureteroscopy procedure, the passport dilatation balloon catheter was unable to fit through an unspecified ureteroscope. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "ok."